Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported that a patient presented with moderate central diffuse lamellar keratitis in both eye six weeks post lasik. Additional information requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The root cause cannot be determined conclusively. (B)(4).

Event description:
Additional information received states that the patient was seen in follow up and dlk had resolved. The patient noted that the vision is good and is no longer seeing the rainbow effect.